Event description:
Reporter indicated that vns pt has recently experienced an increase in seizure activity. Investigation to date has been unable to determine whether it is simply an increase above previous efficacy experienced with the vns therapy or an increase above the pre-vns baseline frequency. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating the generator had not reached end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversly effect device performance. Pre-vns seizure frequency is documented as being 1-2 noncatamenial seizures with generalized convulsions per month lasting 1-2 minutes. It was reported that these seizures occurred about 90% of the time during sleep and rarely clustered.